Manufacturer narrative:
Eval: the product was not returned to datascope for eval inspite of numerous attempts to contact the customer for the return of the product. (This follow-up MDR was mailed to the FDA on 6/18/98).

Event description:
An alarm sounded from the pump and the iab leaked. Blood was noted in the tubing. Inspite of several calls to the facility, the iab was never returned to datascope for eval. [Event complications]: unk-reported 12/30/97. [Pt's current status]: unk-rpt'd 12/30/97.